Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 460 mg/dl. Troubleshooting was performed. The programming on the insulin pump was corrected. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. The mother stated that the customer's high blood glucose was not caused by a malfunctioning of the device, but her son may have other health issues. No further information was provided.